Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported via a user facility medwatch form that the patient developed an intraparenchymal hemorrhage while on anticoagulation prophylaxis for their vad placement. The patient also had other comorbidities which may have contributed; the site planned on doing a differential diagnosis which included mycotic aneurysm and septic embolism, but no further diagnosis has been reported.

Manufacturer narrative:
Section a3: patient privacy laws prohibit the release of private patient information and date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.